Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the por and sudden return of symptoms was not known. The healthcare provider interrogated the ins with the clinician programmer on (B)(4) 2018 and it ¿required input of the serial number only and the device was turned on.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
See manufacturer¿s report #3004209178-2018-11121 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the reported that circumstances the led to the por issue was the device was shut off during surgery. As a step taken to resolve the issue, the device was turned on, and just needed to be reset. The patient stated that this fixed theproblem. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por) message when checking their device after experiencing a sudden return of target urgency symptoms since 2-3 days ago. The patient was redirected to their healthcare provider. No further complications were reported.